Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to defective insulated-gate bipolar transistors (igbts) q2 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.